Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod for an unspecified amount of time. As treatment, a new pod was applied. The device was originally reported for allegedly not delivering insulin properly.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Inspection of the downloaded and patient history buffer (phb) data found no issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the unexposed soft cannula. This tear resulted in a leak. The needle and drive mechanism assemblies showed no damages or deficiencies that would prevent normal operation of the pod. The unexposed soft cannula tear and resulting leak can be confirmed as the cause for insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.